Event description:
A reporter/layperson initially spoke with a customer care advocate, cca, on 08/02/2007 regarding a battery indicator message on her son's, the patient/layperson's, ultra meter. The message informs the patient that the battery is low and must be replaced. The product was upgraded at that time. On 08/05/2007, the reporter contacted customer service again because, the patient had not yet received the replacement that reportedly was expected on 08/03/2007. Although the reporter did not allege harm, she informed a cca that her son received treatment from ems, apparently a few hours before calling customer service. She provided the following to the cca. In 2007, at 6:45 a.m. Et, the reporter found the patient unconscious on the floor. He was sweating, felt cold, and "pasty looking". When ems arrived he was tested on the ems meter, result "20 or 23" mg/dl, and given IV glucose. The reporter indicated the patient's phone was broken so that he could not use his life alert. Also, a back up meter, purchased by the reporter, was in the patient's truck. The patient preferred waiting for the expected replacement product that this senior medical affairs specialist confirmed was delivered the next day. The complaint is reported as an adverse event due to use error. The patient had never changed the battery. Although the patient's meter was displaying low battery (the expected message when the battery is low), the reported had elected to wait for a replacement meter rather than change the battery.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.